Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's father reported via phone call indicating that the customer experienced low blood glucose levels of 40 mg/dl. The customer was treated for the low blood glucose with a glucose tablets. The caller stated that the customer was hospitalized for low blood glucose but the caller did not provide details of the hospitalization. The caller stated that the customer was new to the insulin pump and did not know how to manually suspend the insulin pump. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to drop. The caller stated that they will call back to troubleshoot the issue.